Event description:
It was reported that after deployment of a coronary stent, the wire became stuck and separated in the pt. Attempts at retrieval were unsuccessful. A second fragment of the wire was found in the sheath and removed. Pt status is listed as "okay".